Event description:
It was reported that the device stopped compressions after 10 minutes due to this faulty battery. The user performs proper battery maintenance. Battery charged and rotation to the device every morning. Also, test cycled one per month. On (B)(6) 2012 the device stopped compression with 10 minutes. The user confirmed sign of "ready" at charger when replacing the battery between charger and autopulse at 9:00 am on (B)(6) 2012.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.